Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient felt surging. This initially began following a programming session. The patient went to the health care professional (hcp) for reprogramming yesterday ((B)(6) 2017) and made adjustments, but when the patient went home they realized that the surging was still present. It was noted that the patient was in a different position at home than in the office. The surging was described as the following: beep beep beep, beep beep. This occurred intermittently and was when the patient lies down or sits. It was reported that the patient had a recent medical test as it was following a reprogramming session. During the call, the patient programmer was connected to the implantable neurostimulator (ins). It was on group c with 1 program for amplitude, 1 for pulse width, and 1 for pulse rate. The patient noted that they had already adjusted the amplitude without success. The pulse width was at 450 as the upper limit and lowering it did not change anything. The patient tried increasing/decreasing pulse rate without success. Other options for appropriate changes were reviewed and the patient noted that they knew how to do those. The patient was redirected to their hcp. This started 3-4 weeks ago but the patient was not sure of the month.

Event description:
Additional information was received from the patient. It was reported that being reprogrammed two times had not solved the problem; the surging that was occurring with certain positions had not been resolved.